Event description:
It was reported that a pallet of 10 ml bd posiflush¿ normal saline syringe has defective labeled on the product. The following information was provided by the initial reporter: received a pallet of posiflush with a sign saying"qa quarantine awaiting test results".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the customer received a pallet of posiflush product with a sign saying "qa quarantine awaiting test results." To aid in the investigation, one case box with sixteen shelf boxes of thirty units each and two photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. In the two photos provided, one shows a case box and the other photo shows a pallet with plastic shrink wrap and placard with "qa quarantine awaiting test results." This defect occurs at the distribution center if the associates missed removing the quarantine placard before shipping the pallet to the customer. A device history record review was completed for provided material number 306547, lot number 2040009. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.